Event description:
Customer reported to have a cracked insulin pump screen. Customer's blood glucose is 51 mg/dl, which was treated with chocolate. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time